Event description:
A patient reported a potential allergic reaction to an l4-l5-s1 flarehawk construct resulting in a wide range of symptoms including back pain, brain fog, shortness of breath, dermatitis, neuropathy in his thigh, weakness in his back and right leg, and a feeling of pressure in his spine. The patient has received three allergy tests: one showed no metal allergies, one showed an allergy to nickel, and one showed an allergy to cobalt. This is report three of four for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. H6: additional patient clinical codes: 4895, 4464, 1967, 1983. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00091 through 3012447612-2026-00094.

Event description:
These devices were implanted in 2022, prior to highridge product ownership. This event was reported in error, as highridge does not have reporting responsibility for the timeframe of the event.

Manufacturer narrative:
Corrections in all fields.these devices were implanted in 2022, prior to highridge product ownership. This event was reported in error, as highridge does not have reporting responsibility for the timeframe of the event.